Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported bellavista1000 us having multiple alarms, 545-astepinspvalve value out range- failsafe, 300- device in failsafe, 316-blower failure and 400-inspiration valve or device leaky during a pre-testing calibration. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective inspiration valve nt. As a resolution, vyaire replaced the unit mb330675 with mb232392. Calibrated o2 cell and performed circuit test. Tested ventilation at 21%, 70%, 100% oxygen. Unit was updated to sw patch 19. Also advised to replace unit with new main electronics due to blower driving hw failure.